Event description:
On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating an overdose occurred. Symptoms included acute altered mental status and overdose. They believed the patient had a recent dosing change. They have used narcan and paged the on-call physician for the pump. They were wondering how to stop the pump. Options of emptying the pump reservoir or programming the pump to stop pump mode were discussed. The hcp did not have a programmer. A medtronic representative was paged to come over and stop and pump. The medication infused was morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).